Event description:
It was reported that this right atrial (ra) lead connected to a pacemaker exhibited undersensing of atrial signals on the stored right atrial automatic threshold (raat) test electrogram (egm). Atrial intrinsic amplitude was noted to be out of range and a drop in amplitude was observed compared to implant values (2mv). Further review was recommended by technical services (ts). No adverse patient effects were reported. This lead remains in service.